Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported the anterior cervical plate and screws were found to be loosening. The screws were removed and replaced, but the plate was re-used. At two month post-op x-rays showed no signs of the construct loosening.